Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting oversensing and noise as well as other non-physiologic sensing. High impedance, non-capture, lead fracture and crosstalk were also reported in addition to inappropriate high voltage therapy. The lead was programmed off and was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst commented that there was an approximately 10 cm segment of the distal conductor that was not returned.